Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a150101 is being used to capture the reportable event of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required. Device evaluation: block h11: the returned overstitch 2-0 polypropylene suture was not returned. The reported event could not be confirmed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy was due to the physician's technique during the procedure or was related to a device malfunction. For this reason, cause not established is selected as the most probable cause for this event. Additionally, for the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. For this reason, the event will be classified as cause not established. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used during a procedure on (B)(6) 2026. During the procedure, the handle broke and the cinch failed to deploy. The procedure was completed with the same cinch when the physician used hemostats to manually deploy the cinch. There was no patient complications reported as a result of this event.